Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, station application was not launching. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by customer. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station application was not launching. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.